Event description:
Impossible to drain the liquid from the drip chamber to the collection bag. It was necessary to open the system. Risk of infection. Change of system. New system implanted. Incident reported to the ansm. The device will be returned for evaluation.

Manufacturer narrative:
Gtin number (B)(4).upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The eds iii was visually inspected, biological debris was found in the drip chamber and in the collection bag. The biological debris was drained off from the drip chamber and the collection bag. The filter in the drip chamber has come into contact with biological debris. The eds iii was set up as per IFU. The drip chamber stop cock was turned to the off position. The drip chamber was filled up to the 20ml mark with purified water. The system stopcock was then closed. The drip chamber stopcock was opened; the purified water started to flowed and emptied into the collection bag, but when it reached the 5ml mark the flow stopped. This was repeated with the same result. Review of the history device records confirmed the valve, product code 82-1730, with lot number crbc11, conformed to the specifications when released to stock on the 27th february 2014. The root cause of the problem reported by the customer could be due to the filter in the drip chamber coming into contact with biological debris. As noted in the IFU : caution: close the clamp below the atmospheric vent to prevent wetting the vent when the bag is laid down, such as during patient transport. If the vent becomes wet, it may prevent the flow of csf into the bag. Once the system is set up on an IV pole or other support, open the clamp below the vent. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.